Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that a patient had an infection at the implantable neurostimulator (ins) site that required surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.